Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient underwent an initial left tha and was revised six years later for infection where all products were explanted. During the procedure, when stem was removed, small crack in lateral cortex of the femur was identified, was found to be stable. Cable was placed around femur crack. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Brand name: modular femoral stem press-fit plasma sprayed cementless size 12.5. Concomitant medical products: 00875100932, liner neutral 32 mm i.d., 62053105. 00801803202, femoral head 12/14 taper, 62065317. 00784802200, modular neck b 12/14, 62089126. 00875705001, shell with cluster holes, 62039948. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a primary left tha and subsequently was revised six years later for infection. During the explant of the stem, surgeon notes a crack in the femur, was found to be stable. Cerclage cable placed without delay in surgery. Attempts were made to obtain additional information; however, none was available.